Event description:
It was reported that the patient underwent a procedure for anterior interbody fusion from l4-l5 using rhbmp-2/acs. The following day, the patient underwent the second stage of the lumbar fusion surgery via posterior approach using rhbmp-2/acs placed outside the cage in posterolateral elements. Post-op, the patient developed increasing low back pain and radiculopathy into both lower extremities. The patient continues to experience severe pain in her mid and lower back, with radiculopathy into both lower extremities. She has increased pain when sitting and standing for long periods, and has difficulty ambulating.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with l4-5 disc protrusion and annular tear and underwent the following procedures: l4-5 anterior interbody fusion via direct lateral approach; placement of plate and screw; placement of interbody cage; placement of bone morphogenic protein with matrix. As per op-notes, "the construct was then secured using the screws through the lateral plate affixed to the cage and locked the cage in place and secured the construct. The cage laterally on the left was palpated and was free of impingement on the lumbar plexus. The cage was prefilled with small kit of bone morphogenic protein after a block of bone formation matrix.¿ the patient tolerated the procedure well without any intraoperative complications.